Event description:
The patient is a 79-year-old woman who underwent atrioventricular node ablation (with a pre-existing medtronic pacemaker) for control of persistent atrial fibrillation with medically uncontrolled rates. The intended postablation programming was ventricular-ventricular inhibitory rate-responsive 90-110 (to mitigate the known risk of polymorphic vt (ventricular tachycardia) with bradycardia after atrioventricular nodal ablation (avna)), but the sleep mode feature was unfortunately and inadvertently not turned off, resulting in an unintended decrease in rate to 50 bpm (beats per minute) later that night. This led to a polymorphic vt arrest, and at present the patient remains intubated and in the intensive care unit several days later. This failure mode has been previously seen and reported, and (in addition, obviously, to including turning the sleep mode off as part of the routine checklist by the vendor representative at the time of the procedure), would be most appropriately and effectively mitigated by a firmware lockout preventing programming a lower rate limit more than 10-20 bpm higher than the sleep rate. (There is no clinical scenario that would justify a 40 bpm difference between daytime lower rate limit and sleep rate.)